Event description:
Boston scientific received information that this patient experienced a syncopal event over the weekend and was being seen for a battery check. At the check the battery magnet rate was at 96 bpm which is still not at elective replacement indicators (eri). The device has not stored any events, and the voltage was at 2.71v. The patient has complained of dizziness in the past, although there has been no injury reported as a result. The device was interrogated and all measurements were within normal ranges. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this report will be updated as necessary.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that the device was explanted and returned for reliability analysis.